Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a proximale - 28 cm (11") smallbore ext set w/6-port nanoclave® manifold, check valve, nanoclave® (red rings), rotating luer in which the customer reported that the nano ramp had some looseness at the junction, which caused a leak during infusion on a slow drip with a noradrenaline leak. The patient's blood pressure did not increase despite the increase in noradrenaline. The customer reported that no one was harmed during the event, no negative clinical consequences were observed by the healthcare providers, except for a brief (relatively short ) delay due to the replacement of the malfunctioning device. Apart from this brief delay, the department has estimated that the incident had no impact on the rest of the patient's care/condition. The patient was already in intensive care when the incident occurred not due to the ICU device. The medication being infused was: parental nutrition, nefopam, lidocaine. The customer reported that the status of the patient before, during and after the incident: the patient was conscious, the department estimated that the reported event had no influence on the patient's condition. The customer changed out the device for a new one. The therapy was successful after the device was changed. There was no unprotected exposure to any cytotoxic substances for the patient nor healthcare professional. The leak was cleaned as per facility's protocol and a special kit has been used. No blood loss noted. There was patient involvement but no harm as a consequence of this event.

Manufacturer narrative:
One photo was shared by customer, where the item #011-am6118 is observed next to the shipping box. However, no damages or anomalies are observed on the item based on the photo. One used sample item #011-am6118 was returned for evaluation, as received no physical damage or anomalies were observed on the returned sample. The sample was prime and leak tested; a leak was observed coming from the adaptor and manifold's male luer was confirmed, no additional leaks were observed along the set were observed. Complaint of leak can be confirmed based on the physical used sample evaluation. The probable cause was due to an incomplete insertion during manual process assembly. A device history review could not be conducted because no lot number was identified.